Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the device was alarming. The device's active exhalation control module was replaced to address the issue.